Manufacturer narrative:
Only the delivery devices and the mesh assembly had been returned. The packaging (the plastic tray and the tyvek lid, which was alleged to be torn) were not returned. No analysis was able to be performed. A review of the device history record was performed; no anomalies were noted. A lot history review was performed and revealed no similar complaints against the reported lot #.

Event description:
It was reported to boston scientific corporation that while unpacking an obtryx mid uretheral sling a tear in the packing was observed. The device was not used due to a potential breach in sterility and it was reported that the procedure was not completed due to no other device being available. There were no patient complications.